Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site by the ventricular assist device (vad) coordinator that the patient presented to the emergency department on (B)(6) 2017 with complaints of chest pain, cough and sore throat, and thicker secretions through trach were present. Patient also experiencing low flow alarms and feeling fatigued and was complaining of pain surrounding her gastric (g) tube site. On (B)(6) 2017 computed tomography (CT) of the chest, abdomen, and pelvis showed that at the g-tube site had a "large rim-enhancing air fluid collection in anterior chest wall and anterior mediastinum, concerning for abscess. The collection abuts components of the left ventricular assist device (lvad) and anterior pericardium, concerning for infectious involvement. There is a mild surrounding of fat stranding in portions of anterior mediastinum, raising suspicion for mediastinitis." On (B)(6) 2017 the patient was transferred to cardiovascular intensive care unit (cvicu). On (B)(6) 2017, an exploration of the patient¿s chest was performed and a wound vac was applied and patient's chest was left open. Patient was made 1a status on transplant list. Cultures showed pan-sensitive klebsiella was growing in chest wall. Micafungin, meropenem, rifampin and vancomycin were started. Blood cultures were negative. On (B)(6) 2017 the patient underwent another exploration of the chest and a wound debridement, wound vac still placed. On (B)(6) 2017 the patient underwent a washout and debridement. Then on (B)(6) 2018 the chest was closed, and patient still had the wound vac. It was stated that the patient was doing much better and continues to remain stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect previous report sent on 19 mar 2018. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported event of "low flows" could not be confirmed via log analysis since log files covering the event date were not provided for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the likely root cause of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, kinked outflow graft, suction or poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.